Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to damage to the image sensor unit or the internal kiban of the video connector during the user's handling. As for the cause of the damage to the image sensor unit, it is possible that it was caused by an irregular load applied to the curved part, but the cause could not be identified. As for the cause of the damage to the internal kiban of the video connector, it is possible that an irregular load was applied to the video connector, but the cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image ltf-s190-5/10 operation manual _important information ¿ please read before use :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the videoscope had no image. The issue occurred during an unspecified procedure. The procedure was completed using a similar device. There was no delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: bending section cover glue was cracked and lifted, bending section had dent and excessive frayed wires, insertion tube was loose and scratched, video connector master case was cracked and the bending section cover had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.